Manufacturer narrative:
Device received with blank flashing white lcd display anomaly due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display device received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unable to verify unresponsive keypad / button error alarm due to blank display. Device received with cracked retainer, cracked battery tube threads and cracked case at battery tube side.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. The customer's blood glucose value was unknown. Customer reported that they were on vacation in the pool the insulin pump was in the water for just about 5 minutes under less than 3 feet, and insulin pump stopped working properly. Customer tried to rewind but the fill cannula process did not complete because the button did not respond customer tried to replace the battery and found there was moisture inside the battery compartment customer tried to dried as much moisture from the insulin pump, placed a new battery again but this time he got the stuck button alarm when customer called in the insulin pump no longer starts up it was just a blank screen. Customer reported there is fluid in the battery compartment. Customer stated o ring was in place and free of debris. Customer stated battery cap was not damaged. Customer stated the home screen did not appeared on the display. The device will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.